Event description:
It was reported that while trying to interrogate the device, a code 20004 appeared on the programmer and a prompt for collection of a save to disk (s2d) was noted. The data confirmed a power on reset occurred. The device was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in a field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Analysis of the device memory indicated a partial electrical reset. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 implantable pacing lead 2007 (B)(6); (B)(4) implantable pacing lead 2006 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.